Event description:
It was reported that the patient could not deflate this inflatable penile prosthesis because the pump was backwards. A revision surgery was performed to remove and replace the component. There were no patient complications reported.